Event description:
It was reported that an altitude alarm occurred. Cts lost service with customer and customer will follow up. Cts followed up with a voice message to customer to resume troubleshooting however was unsuccessful in reaching customer. The customer reverted to alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.